Event description:
Event was determined to be reportable based on analysis completed on 04/28/2008. The customer sent the device for analysis without the event information. Additional information has been requested, but not received. Device analysis revealed a broken hypotube.

Manufacturer narrative:
The device was returned in two sections for analysis. Visual examination revealed a hypotube break. The break was measured at approximately 53.4cm distal from the strain relief. The device was kinked at the point of the separation. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified blood was present within the entire length of the inflation lumen, therefore, indicating the device had been used in vivo. A guide wire was inserted through the lumen with no restrictions noted. A review of the manufacturing records for this batch shows that the device met its material, assembly, and product specifications. The most probable root cause was unable to be determined. (B)(4).